Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump time was incorrect, cause was unknown. In addition, the contact alleged that the pump did not deliver insulin as intended. Tandem technical support reviewed pump data logs and found the pump to be functioning as intended, however, the contact maintained that there was an issue with the pump. Customer's blood glucose (bg) was 373mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.